Event description:
It was reported that one day post implant the lead had dislodged. The lead was explanted and replaced. It was noted that there were no adverse consequences for the patient.

Manufacturer narrative:
Analysis was normal. No anomaly was found.